Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Explantation of a sigma partial knee prosthesis due to malalignment of the femoral part and therefore a very active zone under the tibial part in the CT scan. The inlay was pretty worn. Did the patient experience a post-op device malfunction? Yes, if yes, please describe. Pain, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, was device explanted? True, hardware/explant removal due to: pain and worn inlay, did patient require revision surgery? True, if yes, date of revision surgery. (B)(6) 2021, reason for revision surgery. Pain and worn inlay, patient status/ outcome / consequences unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study no, (B)(4). Device property of none, device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.